Manufacturer narrative:
Correction: this MDR was a duplicate. Any further information will be provided with report number: 6000034-2023-01229. This report is submitted on june 23, 2023.

Event description:
Per the clinic, the patient experienced an infection and extrusion of receiver/stimulator. Subsequently, the device was explanted (specific date not reported). Additional information has been requested but it has not been made available as of the date of this report.